Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the dilation of the esophagus procedure using the subject device, the light source failed and the power did not turned on anymore. The facility replaced the subject device to another device and completed the procedure. Olympus (B)(4) checked the subject device and found that the subject device could not be turned on. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, because more than 6 years had passed from the subject device had been manufactured , it is presumed the power supply unit was broken due to the degradation of power supply unit components by repeated use over a long period of time. If additional information becomes available, this report will be supplemented.